Event description:
A hospital reported via our distributor that the seal of a rt040s full face mask had separated from the plastic shell prior to the package being opened. No patient consequence was reported.

Manufacturer narrative:
The device is en route to the MFR. Additional lot is 071011. Additional manufacturer date is 10/11/2007. The device is not yet available to evaluate, however, an evaluation is made from the event description and previous experience. From the event description, this appears consistent with the situation we are aware of where seals can detach from the base of the mask. Our records indicate that this is the only complaint of this nature received for the given lot numbers. Conclusion: we have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future. We currently anticipate that we will be implementing an added silicone adhesive step to apply the adhesive between the silicone facial seal and the plastic mask base in our production process imminently. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.045 %.